Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 30.1 mmol/l, 16.3 mmol/l, 11.1 mmol/l, 17.8 mmol/l, 7.7 mmol/l and 11.6 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. The test results fell outside expected values for precision testing, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.